Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture" baker grade not specified.

Event description:
Healthcare professional reported patient with "capsular contracture" baker grade not specified. The device status and affected side are unknown.